Manufacturer narrative:
A pin was noted stuck in the collet; scoring was noted in the drive shaft.

Event description:
It was reported that the wire collet caused a 30 minutes delay because the pin stuck in the collect and could not be removed. An alternate collet was used to complete the procedure. No adverse consequence was associated with the device.